Manufacturer narrative:
The root cause of the alleged infection was not determined.

Event description:
An onkos sales representative reported that a 78-year-old female patient with an eleos distal femur replacement underwent revision surgery on (B)(6) 2025 due to alleged infection.